Event description:
It was reported that non sustained right ventricular oversensing due to noise on the right ventricular (rv) lead was received. The patient was scheduled for a follow up in clinic. The patient was stable.